Manufacturer narrative:
(B)(4). The lot was manufactured from april 30, 2015 ¿ may 4, 2015. One unit was received for analysis. The unit was returned to the plant containing fluid inside the bag, which indicated leakage has occurred. Visual inspection on the unit via the naked eye revealed the direct cause of leakage inside the bag was due to partially broken tubing at the junction of the distal luer lock. The cause of the partially broken tubing at the junction of the distal luer lock could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate leaked. The reporter stated that most of the fluid had leaked into the box containing the device with approximately 10-15 ml remaining in the device. This was noted before patient use. There was no patient involvement. No additional information is available.